Event description:
It was reported that .. "The torque wrench broke during xia3 medical procedure."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "the torque wrench broke during xia3 medical procedure."

Manufacturer narrative:
Without a lot number the device history records review could not be completed. No further details or data were provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. No product returned.